Event description:
Customer called to report an obstruction transducer leak on the unicel dxc 800 synchron system. Customer stated that the leak was first observed when the modular chemistry sample probe was obstructed with a piece of a cap. Customer flushed the probe to clear the obstruction, but the transducer continued to leak. On the same day, the field service engineer (fse) replaced the obstruction detection sensor and performed instrument alignments and other verifications to ensure that the services performed effectively resolved the leak issue. Customer stated that no erroneous patient results were generated as a result of the leak. No effect to patients or instrument users was reported.

Manufacturer narrative:
(B)(4).